Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that during a procedure, poor suction was experienced and a weird sound was heard. Surgery was completed successfully. There was no patient impact.

Manufacturer narrative:
The company service representative examined the system, but did not indicate replicating the reported event. Preventative maintenance (pm) was performed. The system was then tested and met all product specifications. The system was manufactured on october 20, 2011. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported events cannot be determined conclusively. (B)(4).